Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported, the patient experienced increased spasticity, location unknown, since (B)(6). The catheter was checked with an x-ray and the catheter port was ¿punctioned¿ and aspiration was possible. A single-bolus of 200 'g was programmed without therapeutic effect (loss of therapy effect). A single-shot-bolus was applied over the catheter port with good therapeutic effect. The connection of the catheter to the pump was reported to be ¿ok¿ and at the last refill the volume in the pump was correct. The pump logs were also checked. However, as a result the pump was explanted and replaced. At the time of the report the patient's status was reported as alive-no injury. This device system delivered lioresal. The patient¿s current status was not reported but requested. However, this information was not available at the time of the report. Should additional information be received a supplemental report will be filed

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pump was returned and no anomaly was found through analysis. The device met specification.

Event description:
Further, the logs were not read prior to the pump explant. The patient was currently doing "ok" and receiving effective therapy with the new pump.